Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This report is being submitted as an initial final report. Current repair: product evaluation: product review of the zsgm serial number (B)(4) by dover on 26 april 2020 revealed that the pre-test could not be performed due to the damaged comb. The gear and bottom roll had visible wear that could affect the performance of the device. Product repair: repair of the device was performed by dover on 26 april 2020 which included replacement of the following: comb, gear, bottom roll. The device, serial number (B)(4) , was then tested and functioned properly. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported the face plate was bent. This was discovered during testing. There was no harm, no delay. At evaluation investigation of the product it was found to have a bent comb. No adverse events were reported as a result of this malfunction. There was no patient involvement.